Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) units boot screen started to shake. There was no patient involvement.

Manufacturer narrative:
(Type of investigation, investigation findings, component codes, investigation conclusions), h10,h11. E1(event site stet:060, event site postal code: 067000) corrected data: d5,g2. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the cable and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) units boot screen started to shake. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.